Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had concern for dark stools while in clinic on (B)(6) 2019. The patient endorsed fatigue at that time. On (B)(6) 2019 the patient presented to the emergency department to be evaluated for melena. The patient reported melena 2 times per day for the last 3 days. No bright red blood per rectum (brbpr). The patient did note lower abdominal pain over the past week relieved with bowel movements, attributes this to gas from stool softener and laxative use. Patient contacted lvad clinic and was instructed to hold warfarin and acetylsalicylic acid (asa). Patient held his warfarin from (B)(6) 2019 to (B)(6) 2019, but took 6mg on (B)(6) 2019 after his international normalized ratio (inr) fingerstick check at home was 1.1. Last asa taken (B)(6) 2019. No evidence of brisk bleed given stable hemoglobin/hematocrit (hgb/hct) since (B)(6) 2019 and hemodynamics. Held home asa and warfarin but started low dose heparin infusion, as it was felt he may have bled at home and stopped. Trialed low dose heparin and observed for bleeding. In the setting of heparin drip, patient continued to slowly trend his hemoglobin down, so heparin drip later discontinued and gastroenterology was consulted. Upper esophagogastroduodenoscopy (egd) performed on (B)(6) 2019 and colonoscopy performed on (B)(6) 2019 were negative for bleeding. The patient was restarted on heparin infusion and warfarin post- procedural with no further melena. Hgb/hct remained stable. Continued oral proton pump inhibitor which was new this admission. Aspirin to be held indefinitely given concern for gastrointestinal bleeding. The patient transitioned back to warfarin and discharged home (B)(6) 2019.